Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device, but could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image malfunction occurred, and the endoscopic image was displayed and then temporarily disappeared when the camera head was connected. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the reported event during ureteroscopy for the treatment of stones occurred. The procedure was canceled. The procedure was extended due to incomplete decontamination of stones, and reoperation may be performed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, based upon the past similar cases, the endoscopic image may not have been displayed due to an error in communication due to the following causes. Deterioration or corrosion of electrical contacts inside the video connector socket of the video system center. The camera head connected to the device at the time of the reported event was not sufficiently dry. The instruction manual states to make sure that the video connector and its electrical contacts are completely dry and if it is wet, wipe it according to the described in the instruction manual for the endoscope, which may prevent the reported event. This is the second time the reported event has occurred on the device at the user facility. As a result of investigation, it may have been caused by inadequate reprocessing of the endoscope and camera head by the user facility for the same reason as the previous event occurred. To prevent recurrence, omsc requested olympus europa se & co. Kg to ensure that the results of this investigation were fed back to the user facility, and instruct and train the user facility on reprocessing method according to the instruction manual. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.